Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure tip coating separation on the guidewire occurred. A jag precursor 035/450 st bx2 guidewire had been selected and advanced into the pt. At approx 10 minutes into the procedure, the "coating of the tip" of the guidewire was "broken". The physician removed the device with no "residue" left inside the pt. The procedure was completed with another jag precursor 035/450 st bx2 guidewire. There were no pt complications reported with the pt's current condition listed as "stable".